Event description:
The customer stated that the paramedics have been called to his house five times due to high blood glucose levels. The reported blood glucose reading at the time of the call was 298 mg/dl. The customer stated that he recently got hooked up to this model insulin pump and sensor. The customer stated that the insulin pump was programmed with the wrong settings. Troubleshooting was not possible because the customer was delivering a bolus at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.